Event description:
Customer is reporting a blood leak in the centrifuge name and function of complainant: same as reporter. Customer reported a blood leak occurred in the centrifuge, which was noticed as a system pressure alarm occurred. Customer added that collect pressure alarms earlier in the treatment had been resolved by slowing the collect rate. Customer stated there was no unusual noise from the centrifuge when the blood leak occurred, and she could not tell if the blood leaked from the centrifuge bowl or from the drive tube. Customer will not return kit for investigation. Service order # (B)(4) was created to inspect the instrument.

Manufacturer narrative:
Review of lot file b701 was conducted. The following nonconformances were associated with this lot: (B)(4). This lot met all release requirements. (B)(4) complaint review: a complaints lot review was conducted and no other drive tube leaks were reported to date for this lot. (B)(4) completed on (B)(4) 2013: field engineer cleaned the blood spill, replaced the leak detection strip, inspected drive tube clamp, and completed section 7 system checkouts. Repairs have returned this instrument to expected operation. The assessment is based on info available to at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the drive tube leak cannot be determined based solely on the info provided. (B)(4).